Event description:
A male with hypertension and hospital abdomen, as well as a previous history of mitral and tricuspid insufficiency, underwent aaa repair in 2009. The procedure was conducted as labeled and the pt's anatomical form was considered suitable for evar. Intraoperatively a proximal type I endoleak was noted, but was resolved by reballooning the area. Eighteen days later, proximal and distal (1820334-2009-00366) endoleaks were confirmed by contrast enhanced CT. Then the next day, the endoleaks were confirmed by echocardiography. The physician then attempted a week later, to deploy an additional iliac leg graft on the contralateral side but it was difficult due to a kink and stenosis in a deployed iliac leg graft. Instead, another manufacturer's stent was placed in the contralateral distal fixation site and another manufacturer's stent was placed in the proximal neck to successfully resolve the endoleaks. Pt has shown improvement.

Manufacturer narrative:
The development of the zenith device successfully completed all verification and validation activities showing the device meets the design requirements and that the design requirements meet the needs of the user. Each device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings & amp; precautions, and the correct deployment procedure. Regarding endoleaks, the IFU lists important factors/warnings that, if followed, could reduce the likelihood of an endoleak occurring: anatomical criteria, vessel tortuosity, calcification, accurate placement of graft, proper ballooning sites within the stent graft. The physician's comments are documented on the event evaluation form from cook; the proximal neck diameter was 18mm, which is anatomically suitable for endovascular repair. The proximal type I endoleak occurred from the corrugations of the graft and the contralateral... Assuming the vessel diameter was measured properly, the 22mm main body graft was the proper diameter graft to use. The device remains implanted and no images were provided to assist in this investigation. At this time there is no evidence to suggest the device was not manufactured to specification. We are unable to determine the root cause of the endoleak. However, we have notified the appropriate individuals and we will continue to monitor for similar events.